Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). Analysis: slow/bad connection. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the axiem box was connected to the system, the representative would receive the power light but the navigate light would not enable. The software would show as ¿localizer not connected¿ in the emitter details. There was no patient present at the time of the event.